Event description:
It was reported, that there was noise on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system which occurred while electrocautery was in use during a procedure. Technical services (ts) analyzed device episode data. Health care professional (hcp) confirmed that cautery was in use and that magnet was placed over the device during surgery. This resulted in two non-sustained stored episodes. The rv lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this ICD remains in service.